Event description:
Reporter alleged the advantage system generated a result of 800-900 mg/dl which is outside the acceptable range of 10-600 mg/dl. The location of the alleged incident was not provided. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.